Event description:
It was reported that the patient felt pain at the site of the device. Additionally, the device recorded noise during episodes. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.